Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was interrogated twice for the battery status and on both occasions the battery longevity estimator was set to gray. The crt-d was unable to be implanted. There was no patient involvement.